Event description:
It was reported that the customer was hospitalized for a heart attack, an incident which was not related to the insulin pump, since the he had discontinued its use since (B)(6) 2014. The customer declined to troubleshoot for issues on the insulin pump and requested a replacement. He reported that the insulin pump alarmed no delivery over a month prior. He stated that he had issues keeping his blood glucose levels stable and had been on insulin pens to treat. The blood glucose reading at the time of the call was 262 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.